Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
The manufacturing representative reported the patient was not getting proper coverage so they had the device removed. The health care professional indicated troubleshooting was unknown as the device was explanted a year and a half prior. The cause was unknown. The patient just wasn't getting coverage or pain relief from this system. Patient indication for use was complex regional pain syndrome type I and spinal pain.